Event description:
During a clinic follow- up, episodes of undersensing were noted on the device. The cause of the undersensing was suspected to be due to a loss of tissue contact from the device, but this was unable to be confirmed. Abbott technical support was contacted, but no intervention has been performed. The patient was stable and will continue to be monitored.